Event description:
It was reported that the event occurred in the intensive care unit. The perfusionist stated that the intra-aortic balloon pump (iabp) alarmed "helium leakage" (reason unk). There was no reported pt death, injury, or complications. There was no reported delay or interruption of iabp therapy. The pt outcome is listed as okay. The third party service organization was informed and has already checked the pump. The service technician noted that there was a defect on the valve. Additional info received on (B)(4) 2014 stated that the pump was exchanged off the pt. The pt received successful iabp therapy while using a second pump.

Manufacturer narrative:
(B)(4).